Event description:
It was reported that the patient experienced a loss of therapeutic effect following strenuous activity/exercise. The patient felt back pain. Stimulation became uncomfortable as it was increased to manage the pain.